Event description:
Patient underwent two revision surgeries. First revision surgery occurred on (B)(6) 2018. During the first revision, a humeral cup (size unknown) and a glenosphere with screw (size and eccentricity unknown) were explanted and replaced with a 135/145 40/+3 humeral cup and a 40mm centered glenosphere with screw. The second revision surgery occurred on (B)(6) 2018. Additional information is unavailable.